Event description:
(1/3, reference (B)(4) for related complaints) (documenting pump#1) information was received via medwatch report #mw5106290, report date: (B)(6) 2021, that generic ms3 syringes are extremely hard to pull and pull plunger. Customer also stated ms3 pumps 446477 and 442130 gave an empty alert but 0.8 ml medication remains in syringe. No lot numbers. Available for syringes. No further details provided.